Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure for the treatment of stress urinary incontinence and pelvic pelvic organ prolapse on (B)(6) 2007, and pelvic floor repair mesh and obtryx products were implanted. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a total hysterectomy in 2008.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal procedures during (B)(6) 2010. (B)(6).